Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that a revision of the lead component of the patient¿s implantable neurostimulator (ins) was going to be performed. Specifically, the doctor was to place a new lead on the patient¿s right side and was to move the ins to their other side. There were no further interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.